Event description:
It was reported that the patient presented to clinic due to the pump component of this inflatable penile prosthesis (ipp) not functioning for over a year prior to exam. The physician attempted to troubleshoot the device but was unable to resolve the issue. A surgical procedure was later performed during which the existing ipp was explanted and replaced with a new device. Examination of the explanted ipp noted a hole in the proximal part of the cylinder near the rte-cylinder junction. No patient complications were reported.